Event description:
Customer's spouse reported via phone call that customer received a no delivery alarm during manual prime. Customer's blood glucose was 156 mg/dl. Customer was able to resolve no delivery with infusion set change. Infusion set and reservoir would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.